Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider jamming during surgery" during implantation in the unknown eye.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b5.

Event description:
Additional information reported the event occurred during implantation in the right eye.